Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
Perfusion reports that they put the patient on bypass and within 10 min the oxygenator started to leak. They also stated that it was 1 drop per 60 sec (approx 110cc total run). Patient oxygenated without difficulty. Stated that the leak picked up as she started to warm the patient...(approx 3 drops per 60 sec) noticed leak, timed each drop when possible. Placed towels on the floor to absorb leakage.